Event description:
Anastomotic leak [anastomotic leak]. Adhesive small intestinal obstruction (sbo) [small intestinal obstruction]. Case narrative: initial information received on 31-jan-2020 regarding a solicited valid serious case received from (B)(6) pcp under reference on 31-jan-2020 and transmitted to sanofi, in the scope of post-marketing sponsored study. Center ID: unk; patient ID: unk; country: (B)(6). Study title: unsponsored study involving seprafilm. Title: preventive effects of a synthetic absorbable antiadhesive film (seprafilm) on small bowel obstruction in patients who underwent elective surgery for colon cancer: a randomized controlled trial author: saito g, sadahiro s, ogimi t, miyakita h, okada k, tanaka a, et al. Journal: journal of surgical oncology, 2019, 120 (6), 1-6. This case was issued in publication in which 3 other related cases were reported: (B)(4). (Cluster). This case involves a (B)(6) years old male patient (157 cm and (B)(6) kg) who experienced anastomotic leak and adhesive small intestinal obstruction (sbo), while he was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included cholecystectomy in (B)(6) 2008 and sigmoidectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing rectosigmoid cancer and was a tobacco user. Notes: medical consultation classification at onset time of adverse events: inpatient concomitant medications included flomoxef sodium (flumarin [flomoxef sodium]) for infection prophylaxis. [Patient background]. History of diabetes mellitus and allergy: none. Surgical history: yes (cholecystectomy in around 2008) smoking: yes (30 cigarettes/day). [Before surgery]. Concurrent condition before surgery: none. Underlying disease: rectosigmoid cancer. Patient condition: preoperative condition: general health, nutritional condition: good, anaemia: none, radiation therapy: none [during surgery]. [Surgery date and surgical procedure] hospitalization date: (B)(6) 2011, discharge date: (B)(6) 2012. Surgery date: (B)(6) 2011 (scheduled date). Surgical procedure: low anterior resection. Thermotherapy during surgery: none. [Application of seprafilm]. Application site: immediately below the median incision site (infection of application site: none). Direct application to anastomotic site: none. Number of films applied: 2. Application status: good. Use experience of seprafilm of operating surgeon: yes. [Surgical status]. Surgical site: resection of s-rs. Application site of seprafilm: immediately below the median incision site. Onset site of adverse event: anastomotic leak. Site of drain placement: yes (within the pelvis). Type of drain: dual drain. [Preexisting adhesion]: none. [Within the peritoneal cavity]. Preexisting non-suppurative inflammation: none, preexisting infection: none, intraperitoneal irrigation: none. [Anastomosis of resection site]. Resection site: yes (s-rs). Preexisting non-suppurative inflammation: none. Preexisting infection: none. Method of anastomosis of resection site: device. Ligature (type): absorbable, multi (name: 3-ovicny). [Suture of laparotomy wound site]. Laparotomy wound site: length: 25 cm, suture layer: 2. Suture method of first layer (peritoneum): nodular, suture: absorbable, mono, name: opds. Suture method of skin: hand suturing (nodular) - suture: absorbable, mono, name: 4-opds preexisting non-suppurative inflammation: none, preexisting infection: none surgical time: about 3 hours, amount of bleeding: 545 g, blood transfusion: yes (280 ml). [After surgery]. Other concomitant medical device: none. [Test/treatment for adverse event]. Bacterial culture test: not performed. Clinical tests related to infection and inflammation: white blood cell count: 9100, crp: 21.38 (testing date: (B)(6) 2011). Prolonged hospitalization: yes. Re-hospitalization for treatment: yes (date of re-hospitalization: (B)(6) 2012, date of hospital discharge: (B)(6) 2012). Re-laparotomy: none. [Clinical course]. On an unknown date, the patient used two sheets of carboxymethylcellulose, sodium hyaluronate following low anterior resection (following resection of s-rs) (lot number unknown). On (B)(6) 2011, CT testing revealed moderate anastomotic leak. The construction of artificial anus was conducted. Complicated adhesive small intestinal obstruction (sbo) developed, leading to prolonged hospitalization. On (B)(6) 2012, the anastomotic leak resolved with sequelae (symptom: artificial anus). The patient was discharged from the hospital. In (B)(6) 2013, the patient developed multiple lung and liver metastases. On an unknown date, the outcome of adhesive small intestinal obstruction (sbo) was unknown. On (B)(6) 2015, the patient died. It was unknown whether autopsy was performed. The patient developed an event of a serious anastomotic leak. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2012 (hospitalization during 134 days). The patient developed an event of a serious adhesive small intestinal obstruction (sbo). This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2012 (hospitalization during 134 days). Final diagnosis was adhesive small intestinal obstruction (sbo) and moderate anastomotic leak. An unknown corrective treatment was received. The patient outcome is reported as recovered / resolved with sequelae on (B)(6) 2012 for anastomotic leak and as unknown for adhesive small intestinal obstruction (sbo). Anastomotic leak is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Small intestinal obstruction is considered to be <<causality not reported>> to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Reporter comment: anastomotic leak. Causality with carboxymethylcellulose, sodium hyaluronate: possible. Other suspected causal factors: patient's risk factors (e.g. Concurrent condition, past medical history, age), surgical intervention, concomitant drugs, concomitant medical devices (including suture and drain). Opinion on causal relationship between carboxymethylcellulose, sodium hyaluronate and adverse events: none.

Event description:
Adhesive small intestinal obstruction (sbo) [small intestinal obstruction]. Anastomotic leak [anastomotic leak]. Case narrative: initial information received on 31-jan-2020 regarding a solicited valid serious case received from (lp) japan-kaken lsa-pcp under reference: (B)(4) on 27-mar-2020 and transmitted to sanofi, in the scope of post-marketing sponsored study. Center ID: unk; patient ID: unknown; country: japan. Study title: unsponsored study involving seprafilm. Title: preventive effects of a synthetic absorbable antiadhesive film (seprafilm) on small bowel obstruction in patients who underwent elective surgery for colon cancer: a randomized controlled trial author: saito g, sadahiro s, ogimi t, miyakita h, okada k, tanaka a, et al. Journal: journal of surgical oncology, 2019, 120 (6), 1-6. This case was issued in publication in which 3 other related cases were reported: (B)(4) (cluster). This case involves a 79 years old male patient (157 cm and 58 kg) who experienced anastomotic leak and adhesive small intestinal obstruction (sbo), while he was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included cholecystectomy on (B)(6) 2008 and sigmoidectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing rectosigmoid cancer and was a tobacco user. Notes: medical consultation classification at onset time of adverse events: inpatient. Concomitant medications included flomoxef sodium (flumarin [flomoxef sodium]) for infection prophylaxis. [Patient background]: history of diabetes mellitus and allergy: none. Surgical history: yes (cholecystectomy in around 2008). Smoking: yes (30 cigarettes / day). [Before surgery]: concurrent condition before surgery: none. Underlying disease: rectosigmoid cancer. Patient condition: preoperative condition: general health, nutritional condition: good. Anaemia: none, radiation therapy: none. [During surgery]: [surgery date and surgical procedure]. Hospitalization date: on (B)(6) 2011, discharge date: on (B)(6) 2012. Surgery date: on (B)(6) 2011 (scheduled date). Surgical procedure: low anterior resection. Thermotherapy during surgery: none. [Application of seprafilm]: application site: immediately below the median incision site (infection of application site: none). Direct application to anastomotic site: none. Number of films applied: 2. Application status: good. Use experience of seprafilm of operating surgeon: yes. [Surgical status]. Surgical site: resection of s-rs. Application site of seprafilm: immediately below the median incision site. Onset site of adverse event: anastomotic leak. Site of drain placement: yes (within the pelvis). Type of drain: dual drain. [Preexisting adhesion]: none. [Within the peritoneal cavity]: preexisting non-suppurative inflammation: none, preexisting infection: none. Intraperitoneal irrigation: none. [Anastomosis of resection site]: resection site: yes (s-rs). Preexisting non-suppurative inflammation: none. Preexisting infection: none. Method of anastomosis of resection site: device. Ligature (type): absorbable, multi (name: 3-ovicny). [Suture of laparotomy wound site]: laparotomy wound site: length: 25 cm, suture layer: 2. Suture method of first layer (peritoneum): nodular, suture: absorbable, mono, name: opds. Suture method of skin: hand suturing (nodular); suture: absorbable, mono, name: 4-opds preexisting non-suppurative inflammation: none, preexisting infection: none. Surgical time: about 3 hours, amount of bleeding: 545 g, blood transfusion: yes (280 ml). [After surgery]: other concomitant medical device: none. [Test/treatment for adverse event]: bacterial culture test: not performed. Clinical tests related to infection and inflammation: white blood cell count: 9100, crp: 21.38 (testing date: on (B)(6) 2011). Prolonged hospitalization: yes. Re-hospitalization for treatment: yes (date of re-hospitalization: on (B)(6) 2012, date of hospital discharge: on (B)(6) 2012). Re-laparotomy: non. [Clinical course]: on an unknown date, the patient used two sheets of carboxymethylcellulose, sodium hyaluronate following low anterior resection (following resection of s-rs) (lot number: unknown). On (B)(6) 2011, CT testing revealed moderate anastomotic leak. The construction of artificial anus was conducted. On (B)(6) 2011, complicated adhesive small intestinal obstruction (sbo) developed, leading to prolonged hospitalization. (Confirmation method of ae: x-ray, CT). On (B)(6) 2011, complicated adhesive small intestinal obstruction (sbo) was resolving. On (B)(6) 2012, the anastomotic leak resolved with sequelae (symptom: artificial anus). The patient was discharged from the hospital. On (B)(6) 2013, the patient developed multiple lung and liver metastases. On (B)(6) 2015, the patient died. It was unknown whether autopsy was performed. The patient developed an event of a serious anastomotic leak. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2012 (hospitalization during 134 days). The patient developed an event of a serious adhesive small intestinal obstruction (sbo) (small intestinal obstruction). This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2012 (hospitalization during 134 days). Relevant laboratory test results included: abdominal x-ray: on (B)(6) 2011: [complicated adhesive small intestinal obstruction (sbo) developed.] C-reactive protein: on (B)(6) 2011: 21.38 [21.38]. Computerised tomogram abdomen: on (B)(6) 2011: [CT testing revealed moderate anastomotic leak.]; on (B)(6) 2011: [complicated adhesive small intestinal obstruction (sbo) developed.] White blood cell count: on (B)(6) 2011: 9100 [9100]. Final diagnosis was moderate anastomotic leak and mild adhesive small intestinal obstruction (sbo). An unknown corrective treatment was received. The patient outcome is reported as recovered / resolved with sequelae on (B)(6) 2012 for anastomotic leak and as recovering / resolving for adhesive small intestinal obstruction (sbo). Anastomotic leak is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Small intestinal obstruction is considered to be unassessable to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Reporter comment: anastomotic leak. Causality with carboxymethylcellulose, sodium hyaluronate: possible other suspected causal factors: patient's risk factors (e.g. Concurrent condition, past medical history, age), surgical intervention, concomitant drugs, concomitant medical devices (including suture and drain). Opinion on causal relationship between carboxymethylcellulose, sodium hyaluronate and adverse events: none. Adhesive small intestinal obstruction (sbo). Causality with carboxymethylcellulose, sodium hyaluronate: unknown. Other suspected causal factors: surgical intervention, concomitant drugs, concomitant medical devices (including suture and drain). Additional information was received on 27-mar-2020 from the physician. Updated information on an event "adhesive small intestinal obstruction (sbo)", added lab data related to the event, updated narrative, and updated reporter comment. Correction to the previous report: added lab data related to anastomotic leak. Local comments: downgrade.